Manufacturer narrative:
Testing and investigation found evidence of smoke, burn marks, and signs of melting around the ac receptacle. For safety reasons the device was not connected to ac power. The probable cause was due to a short caused by fluid ingress as there was evidence of a spillage found upon disassembling the ac receptacle.

Event description:
The customer contact reported an abnormal burn smell or smoke, spark seen. No specific event details were provided. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an abnormal burn smell or smoke, spark seen. No specific event details were provided. There were no adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.